Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Non-healthcare professional. Den170015. Investigation evaluation: a design change was implemented for hemospray devices on 04/19/2017. Per the lot numbers provided in each report, MDR 1037905-2018-00571 was manufactured prior to the design changes and MDR 1037905-2018-00570 was manufactured post the design changes. Evaluation of the return indicated the user returned the correct tray per the lot number provided; however, the user switched the returned devices. This evaluation proceeds with the device the user intended to return with this report. The product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Per evaluation of the device design, the device matches the manufacturing date provided in the report. Our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (only one (1) catheter was returned), therefore a complete evaluation was not possible. The catheter provided with the return appears clogged. There are clumps of darkened powder throughout the catheter. There is also a kink in the catheter distal to the catheter tag. The device was returned with the on/off switch in the "on" position with the red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. There is powder residue on the device, particularly noticeable on the on/off switch, button, inside of the catheter connection, and catheter due to the red color of the components and white color of the powder. When tested as returned, but with the catheter removed, the device did not spray. The red activation handle was removed, no carbon dioxide had remained in the cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device is of the pre-CAPA design. When retested with a new carbon dioxide cartridge, the device sprayed powder as intended. When tested with the returned catheter, carbon dioxide could be initially seen and heard moving through the device and catheter. However, carbon dioxide flow then stopped. Powder did not leave the distal end of the catheter during the test. The catheter appeared to be too occluded to let powder flow through. When retested without the catheter, the device again sprayed powder as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an occluded catheter. The evaluation indicates the returned catheter was occluded. However, we could not conduct a complete investigation because the second catheter was not returned for evaluation. A definitive cause for the occluded catheter could not be determined. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. [The device] did not spray. [It] seemed like the gas was coming out of the bottom when unscrewed (subject of this report, see related MDR 1037905-2018-00570). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.